Manufacturer narrative:
No definitive root cause was determined for the electric shock. An ocd field engineer went to the customer site and determined that the volume verification board was defective. However, it is unknown if the defective board resulted in the shock experienced by the customer. Replacement of the board has returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.

Event description:
An ocd blood bank technical specialist (bbts) reported on behalf of the customer that in 2007, a tech touched the reagent carousel and experienced an electric shock while the ortho provue analyzer was not operating. No harm was reported as a result of this incident.